Event description:
I had the product nagor impleo-hr 460 implants with bilateral breast augmentation - implants inserted by the (B)(6) institute by dr (B)(6) at the (B)(6) clinic on (B)(6) 2013 and have suffered years of side effects ever since. These implants were recently recalled from sale in (B)(6) in 2020. Suffering from auto immune symptoms: joint pain, brain fog, fatigue dry, mouth/eyes, sjogrens, sle; insomnia food intolerances, digestive issues, bloating, gastrointestinal issues, migraines, throat problems/choking, vertigo, depression / anxiety, chest heaviness, chest pain, breast pain, left arm pain, arm tingling, early menopause. FDA safety report ID# (B)(4).